Manufacturer narrative:
This is one of three events reported for the same pt involving two separate products; associated MDR #'s 1225714-2013-02994, 02995, 03506, 03507, 03508, 03509.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012, was admitted to hospital on (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.